Event description:
It was reported that during a routine device replacement procedure, testing of this right ventricular (rv) defibrillation lead using the pacing system analyzer (psa) function of an integrated programmer, showed high out-of-range pacing impedance measurements greater than 2,000 ohms and loss of capture (loc). Upon connection of the lead to the replacement device, pacing impedance measurements were noted to be within normal limits at 700 ohms. It was reported that the alligator clips for the integrated programmer were connected directly to the lead without use of the connector tool. Technical services (ts) discussed use of the connector tool and discussed the potential for damage to the lead. The right atrial (ra) lead was noted to be connected to the integrated programmer to deliver atrial pacing. The rv lead then exhibited oversensing of the atrial pacing and resulted in pacing inhibition. The patient arrested for two to three seconds as a result. All leads were then connected to the device header and appropriate system function was observed. The procedure was then completed. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that during a routine device replacement procedure, testing of this right ventricular (rv) defibrillation lead using the pacing system analyzer (psa) function of an integrated programmer, showed high out-of-range pacing impedance measurements greater than 2,000 ohms and loss of capture (loc). Upon connection of the lead to the replacement device, pacing impedance measurements were noted to be within normal limits at 700 ohms. It was reported that the alligator clips for the integrated programmer were connected directly to the lead without use of the connector tool. Technical services (ts) discussed use of the connector tool and discussed the potential for damage to the lead. The right atrial (ra) lead was noted to be connected to the integrated programmer to deliver atrial pacing. The rv lead then exhibited oversensing of the atrial pacing and resulted in pacing inhibition. The patient arrested for two to three seconds as a result. All leads were then connected to the device header and appropriate system function was observed. The procedure was then completed. No additional adverse patient effects were reported. This device remains in service.